Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the fusion resulting in post-paced t-wave oversensing (pptwos) event was sensed by the device.

Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device due to fusion. Abbott technical support was contacted and reprogramming of the device was recommended to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.